Manufacturer narrative:
The insulin pump alarmed button error alarm and had intermittent escape button response due to corroded keypad traces. The insulin pump was received with stripped battery cap coin slot, minor scratched lcd window, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube window and cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated that the insulin pump was hesitant to respond to the button presses. The customer also stated that the insulin pump was not dropped nor bumped prior to the event. The customer mentioned that the insulin pump appeared to have cracks in the reservoir compartment and the battery cap appeared to have a chip. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer agreed to return the insulin pump for analysis.